Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
User facility reported that during removal from use, the catheter broke and a portion remained in pt. Pt was given CT, MRI and ultrasound but the catheter portion remaining could not be seen to allow for removal. No permanent adverse effects reported.